Event description:
In 2007, a pt was treated for a thoracoabdominal aortic aneurysm using four gore tag thoracic endoprostheses. A cta and angiogram taken in 03/2007 revealed a residual distal type I endoleak and a type iii endoleak. A second endovascular procedure was performed three days later to place a fifth tag device distally. The pt will continue to be monitored.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: additional devices used include tg3715; tg3710; tg401; and tg4010.